Event description:
During a laparoscopic hernia repair the ems misfired. The staples jammed up in the instrument and no staples were placed at all. Another ems was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Broken nose weld and yielded cartridge tube crimp.